Event description:
During routine testing of the device at the service ctr, the user reported that the heater cooler would not make ice. Since the event occurred during routine testing, there was no pt involvement during this event.